Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the photo that was provided confirmed the stated failure mode. The device was heavily damaged where the screw and clip mate with the device causing it to disassemble and not function as intended. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery, the instrument broke at the end of the procedure at the extreme, and was in contact with the patient. The surgery was still successfully completed without patient damage. No delay or injury reported.